Event description:
Additional information was received. It was reported that the patient's pump had been explanted.

Manufacturer narrative:
Analysis of the pump (serial number) found deformed pump tube and s2 overinfusion due to insufficient pump tube occlusion. The pump memory log (ir) indicated a motor stall recovery, which meant a motor stall and a recovery occurred at some point in the pumps life. The pump failed dispense and infusion testing and continued to show an over infusion graph pattern. An x-ray of the pump head was taken pre stop pump test to show the position of the three rollers. The infusion test pattern indicated a possible 'bad' spot in the pump tube. The purpose of the stop pump test is to rotate the pump head enough to release a spurt. At that time, the pump is programmed to stop thus stopping the pump head from rotating and stop infusion. At the stop position, there should be no dispensing of fluid. The first two stop pump tests show roller position on the tube and a graph showing no leakage. The 3rd test was performed and did indicate that when the rollers were in that position, a full occlusion of the pump tube did not occur and fluid leaked past the two remaining rollers. Upon destructive analysis, it was discovered that the pump tube had been slightly discolored, hardened with loss of elasticity. The analysis conclusion is as follows: it had been confirmed that in specific orientation of the pump head, the pump head was not fully occluding the pump tube. This allowed fluid to bypass the roller, leading to the over infusion and volume discrepancy.

Event description:
It was reported that a volume discrepancy occurred. The expected residual volume (erv) was 16.2ml while the actual residual volume (arv) was 10ml. It was reported that the patient experienced overdose symptoms. Three days after the last pump refill prior to the report, the patient complained of paralysis in the right leg, which occurred in a 12 hour period and lasted for three hours. Additionally, the patient complained of mild nausea. Due to that, the physician called the patient for an early refill date. During the refill the volume discrepancy was observed. Due to the adverse events, the doctor changed the daily dose and the medication mixing. It was later reported that during a refill on (B)(6) the erv was 19ml while the arv was 16ml. The dose was reduced from 2.5mg/day to 1.2mg/day. During a refill on november 13 the erv was 14.4ml while the arv was 12.5ml. It was insisted that the pump be replaced which the reporter stated "should be done in the next few weeks". The patient status at the time of the report was "not bad so far, since the reducing of the daily dose she feels better" but was very afraid of what had happened. The device system was used to deliver morphine, bupivacaine and clonidine. A follow up report will be submitted if new information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, serial# unknown, implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).